Manufacturer narrative:
Other relevant device(s) are: product ID: 977a260, serial/lot #: (B)(6), ubd: 29-apr-2028, UDI#: (B)(4) ; product ID: 97 7a260, serial/lot #: (B)(6), ubd: 29-apr-2028, UDI#: (B)(4). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from multiple sources (manufacturer representative, healthcare provider) regarding a patient who was impla nted with an implantable neurostimulator (ins). It was reported that there was lead migration. Patient was seen for routine follow-up appointment at the clinic. Patient reported that since he last post-op appointment, she had to do some bending, lifting and twisting due to a move. She reported that she felt a ¿pop¿ when lifting a box. Since that occurrence she reports that therapy has not been as effective. X-rays were completed showing that the right lead had migrated out of the epidural space and the left lead had migrated to the top of t10. Lead placement was t 8/9 for implant. Impedances remained normal for both leads. Reprogrammed patient to ld using only the left lead. Good coverage reported by patient to lower back and bilateral thighs. The issue was resolved. The manufacturer representative (rep) indicated they would send any further information as they become aware.